Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 1. The technical service representative (tsr) explained the alarm to the home patient (hp) and advised her to start over again using new supplies. No patient injury or medical intervention was indicated at the time of the initial report. Per 2240 call script: the patient line became inadvertently separated from the transfer se when it came off of her. Proper procedures per the user manual were reviewed with the hp. The hp would complete therapy using new supplies. The hp had discarded the sample. During a follow up phone call by product surveillance to the nurse on (B)(4) 2010 regarding the alarm and the disconnection, the nurse stated that she was at the hp's house yesterday ((B)(6) 2010). Per nurse, hp is doing fine and continuing therapy. The nurse also confirmed that the hp did not have any injury or harm on or after (B)(6) 2010. No patient injury or medical intervention was indicated at this time. Upon further a follow up with the hp on (B)(6) 2010 regarding the 2240 alarm and patient line coming off, the hp explained that her son was actually in the room during therapy, and she thinks that her son might have inadvertently pulled on the tubing, causing the patient line to come off of the bag. The hp stated that she had checked the supplies prior to use, and had not noticed any defects on any of the supplies. The hp stated that she had discarded the supplies, however, the hp was able to provide the lot number from the same box of cassettes. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy. No patient injury or medical intervention was indicated at this time. No further information was provided.